Event description:
It was reported that the customer called from off-site and stated that last week they two days in a row where instruments got stuck in the cannula (suction irrigator and maryland). Customer had to physically remove the cannula and instrument from patient then suction irrigator had to be broken to clear it from the cannula. Customer would like a fse to follow up on the issue. Customer did not have patient information but did state that were no injuries to either patient. The field service engineer tightened the cannula mount on arm1, and found two damaged trocars buy using intuitive surgical gauge pin and completed system verification that passed. The system is operating per isi specifications. The fe instructed the customer to throw away the damaged ones and to call customer support for replacements. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been discarded therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.